Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure to implant a 23mm sapien valve within a stenotic surgical magna ease valve, the delivery balloon ruptured during valve deployment. Initially during balloon aortic valvuloplasty (bav), the balloon ruptured. Post bav the patient¿s bp was not recovering so brief CPR was performed. There was a brief period of rv dysfunction. After the patient recovered, they proceeded with valve deployment. The delivery balloon ruptured towards the end of deployment. The sapien valve was stable and secure and the delivery device was removed. Again, the patient's blood pressure did not recover, so CPR was initiated and an intraaortic balloon pump (iabp) was inserted. Echo showed the rv again not functioning well, and there was mild-moderate central aortic insufficiency (cai). Post dilation was performed, which slightly improved the cai. The apex was closed and the patient was transferred with iabp and fluid support. Post procedure, the patient was noted to be alert and able to move all extremities. Two days post tavr the patient was noted to be extubated and doing well. The patient has since made a full recovery, is neurologically intact and was discharged home. The aortic valve area (ava) within the stenotic surgical valve was 0.25cm2. The valve and aortic root were severely calcified. There was mild mitral annular calcification (mac). The patient¿s ejection fraction (ef) was 80%. Per the implanting physician, the stenotic surgical valve caused the bav and delivery balloon ruptures.

Manufacturer narrative:
Reference manufacturing report number 2015691-2014-00224. The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per the implanting physician, the stenotic surgical valve caused the bav and delivery balloon ruptures. In addition, severe aortic root calcification may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.